Manufacturer narrative:
External and internal visual inspections of the wi-fi adapter revealed physical damages that resulted in exposed circuitry. No software test was able to be performed due to damaged adapter.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the wifi adaptor. The wifi adapter was replaced and there were no adverse consequences reported by the patient.